Event description:
On (B)(6) 2025 a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient developed left sided abdominal pain. On (B)(6) 2025 it was reported the patient had a hospital visit due to abdominal pain and difficulty in breathing. The patient had an abdominal CT with a contrast-free agent with no findings of perforations or air in the abdomen. The patient was discharged without further treatment. Due to an elevated crp the patient received unknown antibiotics. On (B)(6) 2025 the patient returned to the ER due to the onset of fever and concern of pneumonia. The patient was given unknown antibiotics intravenously. The patient has not started treatment with duodopa. On (B)(6) 2025 the patient was hospitalized and being treated with unknown antibiotics due to pneumonia. On (B)(6) 2025 it was reported the patient continues to be hospitalized due to pneumonia and treated with unknown oral antibiotics. On (B)(6) 2025 it was reported the patient is to be discharged from the hospital tomorrow.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.